Event description:
It was reported that the pulse generator exhibited telemetry issues at a routine follow-up on (B) (6) 2009. At a follow-up on (B) (6) 2009, interrogation provided very little usable data and telemetry remained poor. On (B) (6) 2009, the magnet rate was 93.7, indicating a longevity estimate of 1.75-2 years; battery data was 2.67 v, 9 us and 5.8 kohms, indicating a longevity estimate of 1.6 years. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the reported telemetry anomaly and measured data anomaly were due to a defective integrated circuit. Once the integrated circuit was replaced, normal function ensued.